Manufacturer narrative:
No RMA has been issued for the return of this rollator. The consumer does not want a replacement rollator. She stated she will use a wheel chair instead. This bariatric rollator model 66500 has an unknown serial number. The consumer does not know where she got the rollator. The age of the device is unknown. The user manual is 1148077. The latest revision rev g (jun/10) will be used for this documentation. The consumer is a (B)(6) female who is (B)(6). The consumer's weight meets the 500lb weight limit. It is unknown if the consumer has additional loading on the device. On page 1 the following warnings are provided: "always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. The rollator basket has a weight limitation of 11 lbs (5 kg). The pouch has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the pouch should not protrude from the basket or pouch. Do not hang anything from the frame of the rollator. Items should be placed in the basket or the pouch. The backrest should always be in place and is not designed to support the total body weight of the user." It is unknown if the consumer has fully read and understands the user instructions. The following warning is provided on page 1: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer stated she did not know where she got the device. The following warning is provided on page 1: "each individual should always consult with their physician or therapist to determine proper adjustment and usage. A physical/occupational therapist should assist in the height adjustment of the rollator for maximum support and correct brake activation. Care should be taken to ensure that all hand and height adjustments are secure, and that casters and moving objects are in good working order before using this or any mobility aid." The customer stated she is presently wheel chair bound. It is unknown if she was using the device as a wheel chair at the time of the fall. The following warning are provided on page 1: " do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated. The brakes must be in the locked position before using the seat. All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced. The wheel fell off. The following warning is provided on page 1: "after installation and before use, ensure that all attaching hardware is tightened securely." The consumers technique using the device is unknown. The following warnings are provided on page 1 for reaching and bending: "do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage. Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object."

Event description:
The wheel allegedly fell off the rollator when the consumer was going from her car to the house. The consumer allegedly fell on her rollator and the rescue squad was called and took her to the emergency room. The consumer allegedly sustained a scratch on the face and bump on the head. No serious injury is alleged.